Event description:
During advancement of a coronary stent with delivery system to the target lesion site in the pt's left anterior descending artery, the physician was unable to visualize the stent on the screen. In response, the physician utilized an ivus catheter in an unsuccessful attempt to visualize the stent in the pt's body. Subsequently, the sds was withdrawn from the pt and another sds was utilized to successfully advance and deploy a stent at the target lesion site.